Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 320 mg/dl. The customer reported that when she got out she heard a loud ringing and it was her pump which was then blank. The customer was not calling back after receiving a new battery cap. The customer also reported that top right hand side of screen had a crack. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to d7 on interface board broken noted